Manufacturer narrative:
(B)(4). The customer returned a photograph showing the introducer needle separated during insertion of the spring-wire guide during the procedure. The cannula and the portion of the hub that is joined to the cannula are detached from the remainder of the hub, which is attached to the spring-wire guide assembly. The physical sample was not returned for evaluation. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the needle hub separating in use was confirmed during review of the customer returned photo, however without the device to physically evaluate the probable cause could not be determined. A DHR review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges during insertion the puncture needle detached from the plastic hub. During aspiration air was entered. The alleged defective cannula was removed without problems.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in us.

Event description:
The customer alleges during insertion the puncture needle detached from the plastic hub. During aspiration air was entered. The alleged defective cannula was removed without problems.